Manufacturer narrative:
During inspection and testing of the returned device, service found the e216 (scope communication error) occurred due to disconnection of the image pickup cable. The b30 (scope communication error) occurred due to damage to the image pickup unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the noisy image/no image occurred due to a failure of the image sensor unit, a failure of the board inside the video connector, or a defect on the system side. Further evaluation of the device found the bending angulation was insufficient due to stretching of the angle wire. The rubber adhesive was chipping. The control section, control grip, switch #1, video cable boot, video connector, video connector case, light guide connector, and light guide cover lens, demonstrated scratches due to external factors. Per the legal manufacturer, these other issues have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported noise occurred in the endoscopic image. The issue was found during preparation for an unspecified therapeutic surgery. The intended procedure was completed using a similar device, with no delay in the procedure. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed noise was generated with no image output, and e216 and b30 error codes (scope communication errors) were displayed. This report is being submitted for the malfunctions found by service during the device evaluation (no image; e216 and b30 error codes).

Manufacturer narrative:
This report is being supplemented to provide additional information from the legal manufacturer's final investigation. Additionally, the legal manufacturer received the subject device and found the suggested event of the e216 scope communication error occurred due to a cut of the charged coupled device (ccd) cable. The cause of the event of noise and image does not appear and a b30 scope communication error occurred due to damage to the ccd unit. As a result of checking the appearance of the scope, it was confirmed that there were scratches, dents, deformation on the electrical contact of the scope video connector unit. As a result, the electrical connection with the system deteriorated, and an electrical load was added to the electrical board in the scope connector, which may have led to the occurrence of an abnormalities.